Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a black spot on the display and the icons cannot be seen. Customer's blood glucose was 93 mg/dl at the time of incident. Troubleshooting found that after the battery was changed, the pump only has a partial display. Customer indicated that they would call back regarding a replacement pump. No further details given.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass also, unable to perform any tests due to lcd physical damage. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.